Event description:
Reporting status: balloon rupture. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the 1st diagonal, with no tortuosity, heavy calcification and with a 90% stenosis. The vessel diameter is 2.5mm. The voyager was delivered and inflated; however, it ruptured at the first inflation. (The pressure is unknown). It was changed to another company's device and the procedure was completed. No patient effects were reported. No additional event and patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned voyager revealed blood visible in the balloon and inflation lumen. There was no contrast visible. The balloon was loosely folded. There were three bends in the hypotube, 8 cm, 52 cm, and 90 cm distal to the strain relief tubing. There was no other damage noted to the balloon dilatation catheter. A new indeflator, filled with water, was used to pressurize the balloon. There was a long scratch on the balloon, 3 mm distal to the proximal balloon marker for a length of 1.2 cm. There were two pinholes on the balloon at the proximal end of the scratch. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was heavily calcified with 90% stenosis, which may have contributed to the difficulties experienced. The device was returned with blood present in the balloon and inflation lumen, which is consistent with rupture as reported. The balloon was also loosely folded, indicating that there was an attempt to pressurize the balloon at some point during the procedure. The analysis confirmed that there were two pinhole ruptures in the balloon during functional testing of the device. In addition, the analysis revealed that there was a long scratch on the balloon where the pinholes were located. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the calcified lesion, such that the balloon ruptured upon inflation. Therefore, based on the incident information and returned device analysis, the balloon rupture appears to be related to mechanical damage to the balloon material due to circumstances of the procedure. Also noted during the analysis were three bends in the hypotube distal to the strain relief tubing. However, since no damage was observed during product inspection prior to use, the bends likely occurred during or after the procedure, or possibly a result of packaging for shipment back to abbott vascular for analysis. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported with this part and lot number combination, which suggests that there are no lot specific product quality issues. This MDR is considered closed by the product performance group.